Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete, when the eval is complete, a supplemental report will be submitted.